Manufacturer narrative:
The lot was manufactured august 17, 2017 ¿ august 18, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles in nine half day infusors. This was noted during inspection at the compounding facility after compounding the pumps with deferoxamine. There was no patient involvement. No additional information is available.